Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter health professional from (B)(6) of a patient who made a mistake/break in aseptic technique resulting in peritonitis in a (B)(6) male patient coincident with dianeal ultrabag solution for peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter india technical services, the following was reported: on an unreported date, the patient made mistake/break in aseptic technique resulting in peritonitis on (B)(6) 2012. On an unreported date, the patient was treated with vancomycin (1gm, ip, frequency not reported) and meropenem (500mg, one time per day). The patient outcome is unknown. It is unknown if the patient was retrained regarding aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as patient made a mistake. The labeling was determined to be adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). A sample evaluation and batch review is not required for use error as there is no allegation against the device. Should additional information become available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.